Manufacturer narrative:
The device was returned for an unspecified malfunction. Reliability engineering evaluated the device and observed that the device had high temperature which exceeded the maximum allowable temperature of 118°f per synthes op. N01.56. (Actual temperature reported was 133.0°f). It was also observed that there was a cut in the outer cable, the inner hose that connected to air fitting tube came off, the v shape cut in the outer cable appeared to have been caused by it being pinched from being clamped to the surgical drapes or the wheels of a chair. The root cause of high temperature on the device was the inner tube which provided air to the motor was being disconnected at the customer site. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the motor device had an unspecified malfunction. During in-house engineering evaluation, it was observed that the device had a high temperature and there was a cut on the outer cable. It was unknown if the event occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.